Event description:
Approximately nine months after the implantation, the patient developed high lvad power consumption and went to his outpatient clinic. Laboratory findings and a review of the patient¿s log files were reported to be indicative of a possible thrombus. The patient¿s high power event was treated with thrombolysis with normalization of his pump parameters. Inr levels were reported to be within therapeutic range. The patient is currently in good condition.

Manufacturer narrative:
Hvad® pump (B)(4) was not returned to heartware for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted